Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt dizzy, was nauseated and disoriented. The patient went to the emergency room and at the ER they tested the patient¿s blood sugar and it was 505 mg/dl awhile the cgm was displaying low. They also had high blood pressure. The hospital staff advised the patient to remove the dexcom. The patient was treated with metoprolol tartrate for high blood sugar and insulin for hyperglycemia. The patient was monitored at the hospital for four days. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.